Manufacturer narrative:
DHR review: DHR records were reviewed and found to be conforming. Trend analysis: no trend identified. Compatibility check: the compatibility check could not be performed as only one product was reported to us. The product compatibility check is not relevant for one product only. Review of incoming information: a revitan mod. Rasp distal curved 18/260 (ref: 01.00409.634 , lot: 09.452603) has been received. The user stated that during striking of the revitan rasp, the fixating button that holds the rasp in the handle got broken, the rasp remained in the bone and had to be removed with the tongs and the opening of the osteosynthesis. The fixation button remained in the rasp handle. Two x-ray pictures were received, showing the implanted revitan stem. A surgical report in german was received. It describes the event in detail. The surgery time was extended for 45 minutes. Devices analysis: the connection peg was clearly broken. The material at the site of fracture showed no abnormalities. The fracture could clearly be identified as a ductile fast fracture. The proximal section of the rasp presented consumed and deformed blades. The hardness at the site of fracture has been measured: the measured value is well within the specifications. Review of internal documents: inspection plan: characteristic feature "aussen durchmesser" with scope of testing: 100%; characteristic feature "länge" with scope of testing: 100%. Possible causes for the reported event: instrument, breaks, deforms, diverge, or parts remain in wound due to inadequate design for intended performance; instrument, breaks, deforms, diverge, or parts remain in wound due to mechanical properties of material insufficient; fracture of instrument due to general corrosion (crevice, pitting, galvanic); instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition; damaged instruments, implants, body or wrong operational step due to surgeon or operating room staff unfamiliar with instrument usage and handling; instrument breaks or deforms due to off-label / abnormal-use. Comparison to investigation results whether it is possible and justification: not possible according to the complaint summary an adverse trend due to inadequate design would have been detected; not possible according to the material compatibility specification the material has been tested; not possible as no signs of corrosion were present; possible as the broken rasp can no more be connected to the handle as intended; not possible as there is no indication that the surgeon or operating room staff was unfamiliar with the device. Further, the surgical report indicates that the device was used correctly; not possible as the surgical report indicates the rasp was used correctly. It is unlikely the breakage of the instrument resulted from a fault made by the surgeon. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. Abnormal high forces might have occurred during surgery when the surgeon tried to remove the rasp from the bone. As a result the fracture occurred at the nominal weakest point of the rasp. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device for review. Where lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the surgeon was using a revitan mod. Rasp distal curved 18/260. While striking the rasp, the fixating button that holds the rasp in the handgrip broke. The rasp remained in the bone and had to be removed with locking pliers. The button was also removed from the patient. The surgery was completed with another instrument and was delayed by 45 minutes.